Event description:
The customer reported that when they pressed the ¿up¿ button on the gantry panel, the CT table moved up and in and the button on the gantry panel was blinking. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander and the CT table did not move without command unless the multifunction footswitch or gantry panel button was pressed. The fse reviewed the log files which indicated a stuck button event (s_command_button_stuck_error) and determined that the switch for the ¿up and in¿ movement on the multifunction footswitch was stuck engaged and replaced the foot pedal switch to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer (B)(6) hospital, (B)(6) reported that when the operator attempted to move the patient support by pressing the up button of the gantry control panel, the patient support moved upwards and then inwards, towards the bore. The customer also reported that the display of the gantry control panels were dim. The device was not in clinical use when the event occurred. There was no harm to a patient, operator or bystander due to these issues. The operator contacted their third party service engineer and the field service engineer (fse) was dispatched. The third party fse arrived on site and evaluated the system. The fse reviewed the log files and found the error "s_command_button_stuck_error" and "panel_vert_down_panel_req" and "panel_load_panel_req" errors. Upon evaluation, the fse determined that the load pedal of the multifunction footswitch was stuck engaged, thereby causing the errors and the upwards and inward movement of the patient support. The fse could not determine the cause of the stuck pedal. The fse replaced the multifunction footswitch to resolve the issue. After this service, there have been no further recurrences of the issue at the site. A review of the service work orders (swo) showed that an field change order (fco) was conducted at the site on (B)(6) 2014 to replace the old metal cover multifunction footswitch to plastic cover multifunction footswitch; therefore, the event addressed by this complaint occurred on a new design footswitch. During investigation, the third party fse informed the philips customer support engineer (cse) that the most likely cause would be deterioration of the footswitch due to wear and tear. However, this footswitch was only 15 months old, so therefore, this allegation of the root cause by the fse could not be confirmed by engineering. The fse did not provide any log files or defective parts for engineering assessment. Since there were no part returned from the field or log files provided, a root cause of the issue could not be determined by engineering; however, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the event occurred due to malfunction of the footswitch. The fse replaced the footswitch to resolve the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).